Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that patient required replacement of triple-lumen PICC line r/t leaking from "gray lumen" near the securacath device. There was a visible 1cm slit in the line near the 1cm marking. There have been an abnormal amount of these replacements required recently and all have been from the same lot number and leaking from the same gray lumen. Line was replaced without incident and no harm to patient though it was an extra procedure that wouldn't have been required for patient. A specific number of affected devices or patients was not provided by the complainant. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 5 fr t/l powerpicc catheter was returned for evaluation. An initial visual observation of the returned catheter showed blood use residues throughout the returned device. Inspection of the returned catheter showed a longitudinal split about 1 cm long at the 1 cm depth marking. A microscopic observation of the split in the returned catheter revealed the split to have one edge folded inward into the catheter. The fracture surface appeared granular with sharp fracture edges. An examination of the catheter structure revealed no potential damage/defect related to the manufacture of the product. It was likely that the observed split was due to over-pressurization (burst) damage. Burst damage can occur by using syringes smaller than 10 ml, by using power-injection through the affected lumen (which is not power-injection rated), or due to forceful flushing against an occlusion. This complaint will be recorded for future trending and monitoring purposes.